Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was admitted for non-st elevation myocardial infarction (nstemi) and underwent percutaneous coronary intervention (pci). During the procedure, shockwave therapy was performed to the proximal left anterior descending (lad), left circumflex (lcx), and left main (lm) arteries. During impella cp support, a ¿placement signal not reliable¿ alarm was observed. Despite the alarm, device positioning was reported to be appropriate, with stable waveforms and adequate flow. No additional device alarms were reported. The placement signal alarm initially resolved but reappeared during continued shockwave therapy and remained present for the duration of the procedure. The audio alarm was disabled to minimize interruptions. The procedure was completed, and the device was weaned and explanted. The patient was transferred to recovery in stable condition. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
Additional information has been provided in d3 and h3. Placement signal issue: the cause of placement signal issue was not determined since no defect was observed with return product and data logs were not returned for investigation.